Manufacturer narrative:
User facility listed in initial reporter. (B)(4). Patient information not provided. Re-processing information not provided.

Event description:
According to the reporter: during a laparoscopic sleeve gastrectomy, the surgeon attempted to deploy clip but the applier would not release. A second clip applier (same lot#) was obtained and again, the applier would not release. The surgeon had to work the applier loose with some force. Some tissue damage was noted and the area was over sewn, although no visible perforation was seen. The staff reported that the clip advanced normally with the 1st clip. When it was applied it appeared that the second clip also advanced causing the device to jamb, preventing the jaws from opening. The clip did close but because the jaws could not be opened the clip was pulled from the tissue by the still jammed device.